Event description:
The account alleges that a faraview procedure was performed without imaging guidance. During the procedure, no device malfunction or specific intra-procedural issues were reported; however, difficulty accessing the left veins was noted, requiring multiple guidewire insertion attempts. No abnormalities were identified on echocardiography at the conclusion of the procedure. Several hours post-procedure, the patient developed clinical deterioration, and echocardiography identified cardiac tamponade with pericardial effusion. A thoracic drain was placed, resulting in temporary clinical improvement. Later that night, the patient experienced recurrent tamponade requiring emergent open-chest surgical intervention. Intraoperative findings identified damaged tissue beneath the left pulmonary veins, suspected to be the source of pericardial effusion and tamponade. No discrete perforation or defect of a specific device was identified. The tamponade was assessed as procedure-related; however, a direct causal association to a specific medical device could not be established. The patient required hospitalization beyond standard post-procedure care and ultimately died.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.